Event description:
It was reported to philips that the system was not switching on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The procedure was postponed, but after installing the replacement part, the procedure continues successfully. The philips field service engineer inspected the system onsite and found that the ippc was restarting automatically and the issue was intermittent. After reviewing the log file, fse found a malfunction was detected on the frontal ip-pc, likely due to a disk bay issue. Upon troubleshooting, fse found a malfunction in the os hard disk and disk bay board. To resolve the problem, fse replaced ippc and hard disk. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. To resolve the problem, philips has initiated a medical device correction action (z-1151-2024). The codes were updated based on the investigation outcome.